Event description:
It was reported the filter of a 0.22 micron extension set leaked at the female luer during infusion of a chemotherapy drug. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The device was not returned for evaluation. The customer reported condition could not be confirmed; the root cause was not identified.